Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
The surgeon attempted to implant a silicone lens model aa4204vl. It was indicated that the lens tore prior to implantation. The lens was not implanted and there was no pt injury. The facility believes the lens was damaged by the cartridge.